Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. The infusion set was changed the day prior to the event. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during test due to a faulty force sensor. The insulin pump alarmed during the error test due to a faulty battery tube. Unable to perform further testing due to the prime anomaly.